Event description:
Following a diagnostic procedure, an angio-seal device was deployed. No pre-placement angiogram was performed. Heparin (2000 units) had been administered during the procedure. Pulses in the pt's procedure leg diminished; however, the pt was reportedly ambulatory three (3) hrs post-deployment. At the time of discharge, a sma.. Amount of oozing was noted from the site, the pulses were unchanged, and the pt had no complaints of pain. On 09/20/99, the pt presented with a total occlusion of the right femoral artery. The vascular surgeon performed a right femoral artery angioplasty on 09/21/99 and the pt was discharged in good condition on 09/22/99. It should be noted that deployment of the angio-seal device was performed a hospital.